Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2006 the patient underwent the following procedures: cardiac catheterization, coronary angiography, left ventriculography. Impression: no obstructive coronary artery disease identified, preserved left ventricular systolic function, ejection fraction of 60%, no significant aortic valve stenosis or mitral valve regurgitation. On (B)(6) 2008 the patient underwent the following procedures: anterior cervical discectomy c6/7 with decompression, artificial disk replacement c6/7 to treat the following pre-operative diagnoses: cervical spondylosis, cervical degenerative disk disease, cervical radiculopathy. On (B)(6) 2008 the patient underwent the following procedures: lumbar diskectomy, direct lateral, l3-l4, l4-l5, with peek spacer and rh-bmp2/acs for anterior fusion with lateral staple of nitinol material, l3-l4, left to treat the following pre-op diagnosis: lumbar degenerative disk disease, lumbar radiculopathy, lumbar stenosis, l3-l4, l4-l5. Op-note: disk material was removed, as well as cartilage endplate. Shavers were used to prepare the endplate for fusion, after which a 12 mm x 50 mm spacer with peek and rh-bmp2/acs in a carrier were impacted to the disk space under fluoroscopic visualization. A nitinol staple was then prepared and impacted on the lateral side of the vertebral bodies for further stabilization of the l3-l4 disk space. Following this, the l4-l5 interspace was accessed in similar fashion. Significant difficulty was encountered, because of large lateral osteophytes, but ultimately through multiple adjustments of the guide we were able to cannulate and then place the self-retaining retractors wire down to the disk space at l4-l5. The disk space was then entered. Thorough diskectomy was carried out and then the endplates were prepared for fusion. A 10 mm graft was then utilized. This was impacted into place under fluoroscopic visualization. A staple could not be placed accurately because of the large lateral osteophytes. The wound was irrigated copiously with antibiotic solution and then closed in layers. Nerve monitoring was carried out throughout the procedure and no emgs or nerve activity was encountered throughout the procedures at both levels. Sseps remained normal throughout the procedure. Sponge and needle counts were correct x2. The patient tolerated the procedure and anesthesia well. On (B)(6) 2012 the patient underwent the following procedures: revision of cervical total disk replacement c6/7 with exploration and fusion with prevail spacers 5mm. Anterior cervical microdiskectomy c5/6 with fusion utilizing spacer 5 mm to treat the following pre-op diagnosis neck pain, cervical spondylosis, cervical radiculopathy, failed cervical total disk replacement c6/7.